Event description:
Following a rectum procedure, the pt started to hemorrhage and lost about one liter of blood. The hemorrhaging stopped once sutures were in place. This event also extended their hospital stay. Case completed with sutures.